Event description:
It was reported that the pt's catheter was dislodged, but had not been confirmed. The pt reported that the pump has been dry since (B)(6) 2011 and the pt wanted it removed. The drug used in the pt's pump not reported.

Manufacturer narrative:
(B)(4).